Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a inspiris valve underwent a redo aortic valve replacement procedure after an approximate implant duration of five (5) years, eight (8) months due to aortic stenosis. The explanted valve was replaced with a mechanical valve.

Event description:
It was reported and learned through medical records and product evaluation that a patient with a 25mm 11500a inspiris valve underwent a redo aortic valve replacement procedure after an implant duration of five (5) years, eight (8) months due to severe calcification, stenosis, and moderate pannus. The patient presented with increasing dyspnea and fatigue. The explanted valve was replaced with a 23mm non-edwards valve mechanical valve. Patient did well post-operatively. Per medical records, the patient presented with increasing exertional dyspnea and fatigue. Evaluation demonstrated early degeneration and stenosis of the bioprosthetic aortic valve. The explanted valve was found to be heavily calcified. A 23mm non-edwards mechanical valve was implanted in replacement. Post tee confirmed a well-seated mechanical valve with good left and right ventricular function. Edwards product evaluation demonstrated heavy calcification on all three leaflets. With moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, d4 (expiration date), h4, h6 (investigation findings, investigation conclusions). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors. The subject device was evaluated. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (health effect - clinical code, device code, type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, h6 (clinical code) the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 25mm 11500a inspiris valve underwent a redo aortic valve replacement procedure after an implant duration of five (5) years, eight (8) months due to severe calcification and stenosis. The explanted valve was replaced with a 23mm non-edwards valve mechanical valve. Patient did well post-operatively. Per medical records, the patient presented with increasing exertional dyspnea and fatigue. Evaluation demonstrated early degeneration and stenosis of the bioproasthetic aortic valve. The explanted valve was found to be heavily calcified. A 23mm non edwards mechanical valve wes implanted in replacement. Post tee confirmed a well-seated mechanical valve with good left and right ventricular function.